Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("on micro insert the outer coil came out and the inner coil is missing") and genital haemorrhage ("patient has been having bleeding since (B)(6), sometimes with large clots") in a (B)(6) female patient who had essure inserted for female sterilization. Other product or product use issues identified: unintentional medical device removal "inserted a pipelle and a pap brush and when she withdrew it the micro insert came out". In 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2018, the genital haemorrhage had resolved. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and genital haemorrhage with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.